Event description:
The lead was cut and capped due to a report of lead loss of sensing and capture. No further injury or complications associated with the event. The lead was later explanted on 6/25/96 due to pt discomfort.